Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Multiple. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unk. The analysis results found that the device was returned in good visual condition the trigger partially fired out, and the advancer visible on the jaw area. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were falling out of the device. Some clips were deployed but were not formed correctly. Those clips that were not formed correctly were removed from the duct and will be returned with the device. A larger port was made and an er320 was used to complete the procedure. The patient is okay. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and three unformed clips were returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining two clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.